Event description:
Reference number (B)(4). Event occurred in germany. On an unknown date, it was reported that patient felt unsafe and wants a home visit from a therapy specialist and reported that she had an inflammation the size of a hand and on her stomach and bruises everywhere. The patient went to doctor because of the inflammation and had been given antibiotics orally. No further information available.